Event description:
A customer reported that during surgery, there were intermittent "footswitch disconnection" messages. The messages had to be reset multiple times, and there was a delay of approx one hour. The surgery was completed and there was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).